Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone12.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose level rose to 280 mg/dl while wearing the pod for no more than 2 hours. Approximately two hours after pod activation, the patient reported there were unusual clicking sounds from the app every 3-5 minutes. It was discovered that the pod had expired. When the pod was removed from the infusion site on their arm, the pod's cannula was found bent. The patient reported they were going to place a new pod after the call. No further details were provided related to the event.